Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient developed a black bruise with tenderness, swelling and pain under the sensor pod area, and decided to remove the sensor early. On (B)(6) 2025, the patient consulted a physician who advised her to drink plenty of water and prescribed a prescription oral nsaid (non-steroidal anti-inflammatory medication, celebrex tablets twice a day), which was used to treat the symptoms (pain, swelling, and bruise) in the area. At the time of the report, the bruise and swelling had already subsided, but she still had tenderness in the area. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.